Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing and the outer insulation of the lead were observed to have blood ingression. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: 5076-45, lead; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged and displayed high thresholds and non capture with asystole. During the lead revision it was discovered that there was insulation damage and blood ingression near the suture tie-down location. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.